Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated my manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) stenting treatment procedure, the stent moved on the balloon. The 95% stenosed lesion was located in the calcified, moderately tortuous right external iliac artery. The physician predilated the lesion with a 4mm non bsc balloon catheter. Then a 7.0x30x75cm express vascular ld stent delivery system (sds) was advanced to the lesion and was stuck in the lesion. The physician then tried to remove the sds when the stent became partially detached. The stent was then deployed in an unintended area. The procedure was completed with another of the same device in the intended location. There were no further patient complications and the patient status is good. This device is only (B)(4) approved, but is similar to marketed us device.